Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, inspection was carried out when the surgical procedure was completed and the customer identified fenestrated bipolar forceps (fbf) cable break. The procedure was completed with no reported injury.